Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's hip was revised due to corrosion between the head and trunnion. A 36 +10 lfit head and 36d liner were revised to a biolox head with adapter sleeve and 10° eccentric liner. The stem and shell were not revised.